Event description:
It was reported that the patient had a keytruda infusion running. The nurse noticed that the IV tubbing was wet under the pump module. The pump module was opened and the tubing was leaking from the area where it is inserted into the pump module. The primary tubing was removed. A new primary tubing was attached and the infusion finished. The patient lost approximately 15-20ml of the infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of keytruda was not confirmed or replicated during investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025 at 10:13 am the pump module was attached to the concomitant pcu. At 11:41 am the unit was selected, and an infusion with a rate of 125 ml/hr and a vtbi of 25 ml was programmed, subsequently the user selected ¿channel off¿. At 12:01 pm the unit was selected, and an infusion with a rate of 250 ml/hr and a vtbi of 125 ml was programmed. At 12:32 pm the unit was selected and the vtbi was changed to 35 ml. Subsequently, the infusion was paused and then the pump module was channeled off. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion of keytruda was not identified during investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a040502, g02017, g04037, g04067, c0503, c0601, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had a keytruda infusion running. The nurse noticed that the IV tubbing was wet under the pump module. The pump module was opened and the tubing was leaking from the area where it is inserted into the pump module. The primary tubing was removed. A new primary tubing was attached and the infusion finished. The patient lost approximately 15-20ml of the infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.